Event description:
User reported system failed to boot up prior to a case. No further attempts were tried and no pts were involved.

Manufacturer narrative:
Gehc surgery field service engineer could not duplicate problem. Symptoms indicate a failing cpu. Ordered replacement cpu/hd/sw & associated parts. Parts on back ordered. All parts received and service date has been agreed to by customer. In 2007, replaced cpu, associated parts and software using current replacement and esd procedure. Re-booted system 10 times without errors. Performed functional checks using echecklist as a guide. System operating as intended.